Event description:
A malfunction alarm was reported by the customer, with no notable events preceding the issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer had not previously attempted to reset the pump, so technical support provided guidance to reset it, preventing the recurrence of the malfunction code afterward.